Event description:
In the early evening of (B)(6) 2026, my husband was sitting stationary of rollator seat while I performed yard work. Suddenly the rolling walker, without warning, suffered a catastrophic structural failure, that is, the front right wheel assembly suddenly broke or snapped causing the entire unit to collapse and flip backwards and throw my husband to the ground. The rolling walker's box explicitly states a weight capacity of 350 lbs. And my husband weighs only 210 lbs, well below the certified weight limit. That means that the defective product, the rolling walker, failed at just 60% of its noted weight limit under normal and intended use. The product failure resulted in physical injuries, including a wound to the back of my husband's left hand and a few scratches on his left leg, I did immediate dressing of his wounds that night, and the following day, (B)(6) 2026, I brought him to the urgent care facility near our area for further evaluation. Furthermore, the defective rolling walker created an extreme medical emergency because my husband has a history of stroke last (B)(6) 2022, had subdural hematoma in (B)(6) 2023, had two hip surgeries in (B)(6) 2023 and (B)(6) 2023, had both ankles fractured in (B)(6) 2024, all because of falls and is still recuperating to this date. My husband is 82 years old, is a high-risk vascular patient with history of dvt and leg aneurysm. He had aneurysm surgery of the right leg in (B)(6) 2025 and had an emergency bypass and angioplasty only last (B)(6) 2026 because there was a blockage. He was in the hospital from (B)(6) 2026. After the emergency angioplasty, my husband's blood thinner clopidogrel was changed to warfarin (a potent blood thinner). Because my husband is on warfarin, this rolling walker's structural collapse created an incredibly high-risk medical situation for delayed internal bleeding and vascular complications that forced me into emergency protocols with his primary care physician, his vascular surgeon and the anticoagulation clinic where his inr is checked. We were at that time under active tri age monitoring for a few days for delayed symptoms with his doctors. My husband has a small aneurysm on his left leg awaiting schedule for surgery. I have retained the original retail box, the manual that came with the purchase, walmart purchase receipt (copy emailed to me by walmart customer service), and the broken rolling walker. I also documented the broken leg mechanism, the weight capacity label, and my husband's injury through photographs. The physical device has not been altered or required and is being held as evidence. Given the severity of this manufacturing detect and the nature of the resulting medical treatment, I expect an immediate escalation of this report to the quality assurance and risk management departments. We went to the sharper image "move with confidence" deluxe rolling walker customer reviews using our walmart app, and we found numerous reviews about the broken leg that also caused some user to fall. But I think that nobody ever had reported this product defect to any government agency to save other people from having the same problem or accident. Most accidents reported under- the reviews happened between (B)(6) 2026 to (B)(6) 2026. I bought the defective rolling walker from walmart in (B)(6) in the pharmacy department on (B)(6) 2026 when I picked up my husband's prescription. We expect to hear from you regarding this report. Fall risk resulting from stroke in (B)(6) 2022. Has-to walk walker or cane, later after the three falls in 2023 where he suffered subdural hematoma in (B)(6) 2023, broke his right hip after a fall in (B)(6) 2023, another fall because of outbalance in (B)(6) 2023 where he broke his left hip. Two falls again in (B)(6) and (B)(6) of 2024 where he fractured both ankles one after the other. Had heart monitor implant done by his cardiologist in (B)(6) 2022. Is having bladder and bowel incontinence to this date, prostate surgery done by his urologistx (B)(6)2022. Has history of dvt, aneurysm of the right leg (done in (B)(6) 2025) but had an emergency angioplasty last (B)(6) 2026 because of the bypass done in (B)(6) 2023 had a blockage, so that after the emergency angioplasty of (B)(6) 2026, his blood thinner was changed to warfarin and I have to bring him to the anticoagulation clinic to have his inr check as they schedule him. He has an existing small aneurysm on his left leg. Awaiting surgery schedule after the right leg aneurysm surgery repair is cleared or healed. My husband is on blood pressure medication, lisinopril 20 mg and atorvastatin 40 mg for his cholesterol. My husband is still on seizure medication (phyentoin or dilantin and keppra) since after his stroke in 2010, followed up by his neurologist. I have been my husband's caregiver (has to retire from work} since after his stroke in (B)(6) 2022-until now because we cannot afford to pay an outside caregiver because both of us depend on our retirement check. My husband has been retired since 2010. There was also maybe twice that I have to hire caregivers from (B)(6) 5 hours a day but no less than one week and it was so expensive. I had some emergency trips that I also have to put my husband in the rehab for respitec are for a minimum of one week and pay the least is $520 a day because we live by ourselves in our mobile home.